Manufacturer narrative:
The device evaluation also found the radio frequency identification label was peeling due to deterioration and/or handling, there were multiple scratches on switches one and two due to handling, there were multiple portions of the forceps channel peeling, scratched, and discolored, angulation was low due to a cracked ceiling plate, the angulation control knob felt loose due to the angle wires being stretched, the distal end plastic cover had deep dents and scratches due to handling, the adhesive on the objective lens was peeling and had a pinhole, the adhesive on the light guide lens was peeling, the bending section cover had excessive scratches, the adhesive on the bending section cover was cracked, the insertion tube was discolored and had minor scratches due to handling, and there were scratches on the light guide tube due to handling. The customer stated the device was cleaned before it was sent to olympus. There was no delay in the start of the precleaning and the air/water nozzle was flushed with water and air. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had no air/water flow, the water cleaning line was not functioning properly, and water did not flow when the button was pressed. The issue was found during preparation of use. The diagnostic colonoscopy procedure was completed, using another similar device, without any delay. The device was returned for evaluation. During the device evaluation, the insertion tube was found to be clogged and white residue was blocking the channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and provide corrected information regarding customer's reprocessing practices. Corrected data: when the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. The customer reported that during manual cleaning, there were no abnormalities in the reprocessing accessories and the air/water nozzle was flushed with air and water. The customer reported the foreign material found was possibly simethicone and the device was inspected prior to use with last patient. Additional information: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. Device investigation determined that the foreign material on the scope could not be specified and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material on the scope could not be identified. Olympus will continue to monitor field performance for this device.